Event description:
It was reported that as the surgeon inserted the cc4204a single piece collamer lens and noted a tear after insertion. The lens was removed without any pt injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
(B) (4): eval results (other): visual inspection of the returned product showed the optic was torn. (B) (4).